Event description:
It was reported that during an anterior lumbar interbody fusion (alif) procedure on levels l5-s1 surgeon felt that the screw was a little too long and decided to remove it. While he was removing the screw, the tip of the screwdriver shaft broke. All broken pieces were retrieved - it was confirmed on the x-rays. Based on the x-rays that were taken intraoperatively, surgeon determined that the screw in the pt is fine and decided to leave it in place.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filling this report shall be filed on a supplemental MDR. Mfg evaluation revealed the sample was rec'd and visual inspection noted the tip broken off as reported. Visual inspection revealed the tip was extremely twisted before it broke. Therefore, simply far too much mechanical force, well beyond its calculated design, may have been applied and caused the breakage. The broken surface is homogenous which indicated material conformity. No mfg related fault could be detected. The complaint is deemed invalid from a mfg standpoint. A review of the device history record did not show conditions that could have contributed to the reported event.